Event description:
AED was involved in a rescue. Pads were placed on patient and the AED stopped on "place left pad" and just repeated over and over. Paramedics arrived and placed their defib pads on the patient and shocked patient three times. CPR was continued en route to the hospital. Patient outcome is unknown at this time.

Manufacturer narrative:
AED, battery and pads have been sent in for failure investigation and analysis. A follow-up report will be submitted once the investigation is completed. Evaluation in process.